Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. There was no patient impact. Additional information was received stating that detached bearing was found during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined bearing detached. The likely cause of failure couldn't be determined. It was also noted that the tube was deformed, spacer was worn, laser markings on tube were illegible, tube scratched, tube internal was worn and locking mechanism of the tool collet was not good. B3: date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further information is obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.